Manufacturer narrative:
This report originally filed as 9612169-2022-00621, correct lot number was reported in this MDR. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that some lens were damaged. Additional information has been requested.

Manufacturer narrative:
Two opened handpieces were received for the report of lenses being damaged during surgery. Sample 1: the returned sample was visually inspected and found to be nonconforming with nick and pushed metal at the top of the plunger. Sample 2: the returned sample was visually inspected and found to be conforming. Sample 1 and 2: a dimensional plunger height position check was performed and found to be conforming. Finally, a functional thread engagement and plunger movement test was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned handpiece sample 2 was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a lenses being damaged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms the handpiece injector sample 1 had damage on the tip, which could be a contributing factor of the reported event. How and when the handpiece injector became damaged cannot be determined from this evaluation. The most likely root cause is improper handling of the product. This injector has been in service for approximately one year. The direction for use provides instruction to inspect the handpiece prior to each use to ensure that it is not damaged. The manufacturer internal reference number is: (B)(4).